Event description:
Type 1 diabetic with a continuous glucose monitor, changed brand of test strips recently to truemetrix by nipro. Has had multiple hypoglycemic episodes since the change. Compared the accuracy of the truemetrix meter with other brands on the market and the true metrix consistently reads 25-55 points higher on the same respective samples. Since the patient uses the truemetrix meter to calibrate his continuous glucose monitor, he has a false. Dose or amount: 100 iu. Frequency: 7 times daily. Route: subcutaneous. Dates of use: (B)(6) 2017. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.